Event description:
The device was used during a lap donor nephrectomy procedure. Reportedly a component disengaged from the instrument into the pt's cavity which the surgeon was able to retrieve without injury to the pt.